Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose (bg) level was elevated; however, the value was not known. Additionally, in another occurrence, the customer indicated bg level was 180 (mg/dl) and climbing. The customer administered a correction bolus via the insulin pump to address bg level. Although requested, no further information regarding this event was provided. It was indicated by the customer that a new cartridge would be loaded and the pump would be used as alternate insulin therapy.